Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The reported incident could not be duplicated. Review of the internal event log identified patient disconnect, self check failure, and exhalation system fault alarms which are not necessarily indicative of device malfunction and may be associated with circuit setup, airway obstruction, or flow restrictions. The device passed all operational and stress testing. Internal inspection revealed dirty flow screens. The flow screens and the spm board were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "compressor fault-2001 " error message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.